Event description:
Patient with left ventricular assist device (lvad) therapy for 16 months, and post op 6 months for lvad exchange for thrombus, now presents with hemolysis and abnormal lvad performance in the setting of international normalized ratio (inr) of 3.4. Given prior lvad exchange, pt is not a candidate for another exchange. He is not a transplant candidate (dt). Tissue plasminogen activator (tpa) was administered with satisfactory results; lvad performance normalized. Plavix was also added to medication regimen.